Event description:
It was reported by the customer that pyxis medstation es system drawer 3-1 pocket d2 failed to open, causing a delay of 1 hour 20 minutes to patient care. Customer confirmed that the patient was already in pain and required pain medication ketamine to be dispensed for anesthetic. The customer confirmed that there was no harm done to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with corrections/additional information: b5, d4, g1, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 16-jun-2022 to 15-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the failed drawer was recovered by customer. The system functioned as intended after the customer resolved the issue.

Manufacturer narrative:
There were no investigation findings available to determine the cause of the malfunction. The reported malfunction was resolved by customer. The system functioned as intended.

Event description:
It was reported by the customer that pyxis medstation es system drawer 3-1 pocket d2 failed to open, causing a delay of 1 hour 20 minutes to patient care. Customer confirmed that the patient was already in pain and required pain medication ketamine to be dispensed for anesthetic. The customer confirmed that there was no harm done to patient. There were no adverse events or injuries reported based on this incident.